Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Struts 8-10 from the distal end of the stent were lifted and pulled proximally. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was 85% stenosed which was located in the moderately tortuous and moderately calcified right coronary (rca) artery.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion, however, it would not deliver. The device was removed to pre-dilate the lesion again, and it was then noted that the stent strut was lifted. The procedure was completed with a promus stent. No patient complications were reported and the patient's status was good.